Event description:
It was reported that this right ventricular (rv) lead experienced pacing impedance high out og range. Patient initiated interrogation (pii) was performed. The communicator remains in service. No adverse patient effects were reported.